Manufacturer narrative:
Covidien reference number (B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified.

Event description:
It was reported that the e360 ventilator was not ventilating on pressure mode. Although requested, information regarding patient involvement was not provided.